Manufacturer narrative:
(B)(4)

Event description:
The customer alleges that there is no heat coming through the chamber to the patient. No patient harm reported.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed on the lot number reported and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that there is no heat coming through the chamber to the patient. No patient harm reported.